Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03977. It was reported that patient was unable to increase the stimulation amplitude. Diagnostics indicated high and low impedances on the readings. Patient also suffered a fall recently. As a result, to address the issue surgical intervention may be undertaken in the near future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated, surgical intervention took place on (B)(6) 2021, where in both the leads were disconnected and reconnected. High impedances cleared after re-insertion of leads into port. Effective therapy was restored.